Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor system for rapid detection of group a strep, there were possibly three (3) false negatives. The customer stated there was not enough reagent in the tubes to perform testing due a missing reagent from the kit. The sample was sent for culture and came back positive which led to a delay in treating with antibiotics.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges missing / incorrect component and false negative when using kit grp a strep 30 test veritor (material#: 256040), batch number 3331961. The customer reported that the reagent gets stuck in the bottom of the tube or oftentimes the swab would soak up all of the reagent. If there was liquid to be squeezed out, it was difficult to get it out of the tube. Additionally, they noted that the filter would soak up all of the reagent when they tried to squeeze it onto the testing device. When they tried to pour the reagent out of the tube, it would not come out. They also noted that when they held the tube completely vertical, nothing would come out. They reported that all of the tubes were affected. Bd quality performs a systematic approach to investigate all complaints. The customer also reported that reagent 1 was not present in the kit. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for missing / incorrect component and false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing with bd veritor system for rapid detection of group a strep, there were possibly three (3) false negatives. The customer stated there was not enough reagent in the tubes to perform testing due a missing reagent from the kit. The sample was sent for culture and came back positive which led to a delay in treating with antibiotics.